Manufacturer narrative:
This report is filed april 4, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to non use of the device.

Manufacturer narrative:
Correction: the device was explanted due to the need of a liver transplant. The patient experienced infection issues. This report is filed april 7, 2016. The device is currently unavailable.